Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 356 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer states insulin did not exit with plunger push and there was greater than normal resistance with plunger. Customer was advised to replace infusion set and reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.